Event description:
It was reported that a (B)(6) year-old caucasian patient who underwent an unspecified breast surgery with mentor smooth round high profile 330cc saline breast prostheses developed multiple infections in her breasts post implantation. The patient reported that her right breast exploded and that blood and pus was running down. The patient felt a lot of pain and the right breast became so swollen that the bone in her chest bulged out. The patient also developed internal bleeding. The patient reported that she was hospitalized at least four times due to the infections. Additionally, the patient reports that she is suffering from bii symptoms. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on an unknown date. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: infection, right breast prosthesis rupture, generalized illness. FDA correction/ removal reporting no.: (B)(4). If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08-jun-2022, a manufacturing record evaluation (mre) was performed, and an associated nonconformance was found. The nonconformance will be handled through mentor¿s quality system. Manufacturer¿s reference number: (B)(4).